Event description:
It was reported that the patient underwent an ipg replacement due to an unknown reason. The explanted ipg was discarded by the medical facility and will not be returned. Additional information was received that the reason for revision was due to device upgrade.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement due to an unknown reason. The explanted ipg was discarded by the medical facility and will not be returned.